Manufacturer narrative:
Controls passed on each meter. The test strips were requested for investigation, however, the test strips are no longer available. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on 3 accu-chek inform ii meters with serial numbers (B)(6) (meter a), (B)(6) (meter b), and (B)(6)(meter c). At 6:45 a.m. The result from a different inform ii meter was 415 mg/dl (capillary finger stick). At 7:45 a.m. A sample was drawn for the laboratory and the result was 22 mg/dl. The patient was given medication for seizures at this time. At 8:30 a.m. The result from meter a was 181 mg/dl. At 8:57 a.m. The patient was given normal saline. At 9:12 a.m. A sample was drawn for the laboratory and the result was 17 mg/dl. The sample was repeated and the result was 17 mg/dl. At 9:22 a.m. The patient was given 50 grams d50. At 10:07 a.m. The result from meter a was 186 mg/dl (capillary finger stick). At 10:21 a.m. The result from meter c was 43 mg/dl (capillary finger stick). At 10:23 a.m. The result from meter c was 154 mg/dl (capillary finger stick). At 10:24 a.m. The result from meter c was 234 mg/dl (capillary finger stick). The results from meter c were all produced from the same finger stick. At 10:35 a.m. The patient was given d5 sodium chloride intravenously. At 10:58 a.m. The result from meter a was 101 mg/dl (venous). At 10:58 a.m. The result from a different inform ii meter was 83 mg/dl (venous). At 10:59 a.m. The result from meter b was 77 mg/dl (venous). At 10:59 a.m. The result from meter c was 77 mg/dl (venous). The patient was given food. The test strip lot used with meter a and meter c was 670212, expiration date 29-feb-2024. The test strip lot used with meter b was 670228, expiration date 31-jul-2024.